Manufacturer narrative:
(B)(4). Approximate age of device- 1 year. The replaced segment of the percutaneous lead (driveline) was returned for evaluation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppages occurred. Per manufacturer's technical service representative review of the submitted log file, pump stoppages occurred. A percutaneous lead (driveline) replacement was performed. No additional information was provided.

Manufacturer narrative:
The report of low speed and pump stoppage events can be confirmed based on the submitted system controller log file. A distal end driveline replacement was performed by a tech services representative on 26mar2018. Approximately 18 inches of the external portion/distal end of the driveline was returned. The silastic sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.